Event description:
It was reported that the patient has been experiencing an increase in seizures and has not felt the normal and magnet mode stimulation for some time. The patient normally experiences voice alteration with stimulation but this no longer occurs. The neurologist increased the magnet current however, stimulation was not noted. The neurologist indicated that the dcdc codes for both the normal mode and system diagnostics have dropped to 0. Based on the clinical symptoms and the sudden change in the dcdc codes for the diagnostics, a short circuit condition is suspected. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected.